Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during follow up, alerts for high, out of range hv lead impedance were observed. The out of range impedance could be reproduced while pressing on the device. The lead was explanted and replaced. The patient condition was good following the event.